Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) booted into a black screen after a power outage. The cns was plugged into a ups, which was working properly. The monitor had power and video, and the cables were seated properly. All bedside monitors (bsm) were still operational. The remote network stations (rns) were operational, and were able to monitor patients. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) health sys reported the cns-6201a (pu-621ra sn: (B)(6) was booting into a black screen, with power to the monitors. The issue occurred after the facility experienced a power outage the previous night. The cns was connected to a ups. Service requested: repair. Service performed: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. Physical evaluation: no physical damages while initial evaluation. Verify the complaint: cns was booting up into black screen. Problem reported was duplicated. We replaced both hard drives and issue is resolved. 9000006111a hard drive, 500gb, cns-6201 2 ea all the malfunctioning part(s) were replaced. The unit was tested per the operator's/service manual and the results were recorded on the attached maintenance check sheet. The unit completed 24 hours of extended testing and operates to the manufacturer's specifications. Investigation result: the cns warranty began 01/29/2015. Nka evaluation confirmed the reported issue. Unit was found to boot into a black screen. Improper shut down of the cns is likely to contribute to corruption or degradation of the unit's parts. The issue occurred after a power outage, and the cns was connected to a ups. Further information regarding the ups involved and the duration of the power outage is not available. From the information available, the root cause could not be determined. Review of device sap history found no previously reported issues relating to black screen, hard drives, or power failure. Issue was resolved upon replacement of the hard drive and the unit was tested to operate within specifications. Investigation conclusion: further information regarding the ups involved and the duration of the power outage is not available. From the information available, the root cause could not be determined. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Device evaluation. H3. Device evaluated by manufacturer. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. D11 & c2: concomitant medical device information was requested, but was only provided the information that patients were being monitored on the bedside monitors and the remote network stations (rns). No model or serial number information was provided.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) booted into a black screen after a power outage. The cns was plugged into a ups, which was working properly. The monitor had power and video, and the cables were seated properly. All bedside monitors (bsm) were still operational. The remote network stations (rns) were operational, and were able to monitor patients. The cns was returned for repair and is currently awaiting evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information was requested, but was only provided the information that patients were being monitored on the bedside monitors and the remote network stations (rns). No model or serial number information was provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) booted into a black screen after a power outage. The cns was plugged into a ups, which was working properly. The monitor had power and video, and the cables were seated properly. All bedside monitors (bsm) were still operational. The remote network stations (rns) were operational, and were able to monitor patients. No patient harm was reported.